Event description:
Caller reported a malfunction on pump, identified by malf 12 with fault ID 0x2071, which impacted the pump's operation but not the customer's blood glucose level. The customer regularly experienced the same malfunction and had not reset the pump within the last 24 hours. There was no adverse impact on blood glucose levels, which did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the caller about procedures related to receiving and returning the pump, including instructions on storage mode and sensor usage. The replacement pump, equipped with updated software, was sent to the customer, who acknowledged the actions to be taken upon its arrival.